Event description:
Additional information: patient was reviewed 4 months after the injection and their symptoms have improved, but still there is a discrete edema in the right malar.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks/malar (ck1, ck2, ck3) and chin (c2). About 3 months later, the patient developed edema on the right malar and left cheek (ck3) which coincides with the injection sites. Patient was treated with prednisolone, alektos, cold water compresses and clobetasol ointment. Symptoms improved but the edema can still be felt. The event itself has "stopped" without regression.